Event description:
It was reported that during a da vinci-assisted nephroureterectomy procedure, the patient experienced profuse bleeding leading to cardiac arrest and ultimately expired. The intraoperative bleeding reportedly originated from the renal vein and likely the aorta, necessitating conversion to an open procedure to attempt to control the bleeding. The patient suffered cardiac arrest, resuscitation efforts were not successful, and the patient expired in the operating room. There was no allegation of any device issue or malfunction associated with the event. No additional information was provided.

Manufacturer narrative:
There was no report of any da vinci system issues and no devices are returning for investigation. Review of the intraoperative system logs for the duration of this procedure show the system functioned normally and there were no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or issues were observed. The following instruments were used during the procedure: 30 deg endoscope, cadiere forceps, fenestrated bipolar forceps. A site history review shows no complaints have been reported for any of these products. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died from a bleeding event originating from both the renal vein and aorta. How these vessels bled and the events that led to the bleeding are not provided. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.